Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The device passed both rite (returned instrument test evaluation) functional and electrical testing. No abnormalities were identified during internal/external inspections. The pneumatic system was tested and found to be working properly. A short simulated therapy was performed successfully. The reported issue was confirmed an event history log review, but was unable to be duplicated during sample evaluation. The cause was determined to be a use error, the tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain 104 alarm on a homechoice (hc) device during drain 4. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The hp did not report having any symptoms. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.